Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject: (B)(4). Clinical adverse event received for left patella fracture. Event is not serious and is considered moderate. Event is possibly related to depuy device and is not related to procedure. Doi: (B)(6) 2010, doe: (B)(6) 2018, (left, knee).

Manufacturer narrative:
(B)(4).